Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from germany by our edwards lifesciences affiliates, it was a case of an implant of 29 mm sapien 3 ultra valve by right trans-axillar approach. During the procedure, no difficulties were encountered when inserting the esheath+ into the patient. However, a dissection occurred in the arch due to the esheath+, as the delivery system had not yet been inserted into the patient. Consequently, surgery was performed to resolve the injury. Finally, the patient was in stable condition. It was noted that there was a bit of calcification at the inner curvature of the anatomy.